Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during removal, the screw stopped in the middle and the tip of the extractor broke off when the surgeon kept turning it. The bone around the screw was then drilled using a crown drill and the screw was removed. In doing so, the drill tip may have hit the screw and chipped it."

Manufacturer narrative:
The reported event could be confirmed, since the tip of the extractor is broken off as complained. The device inspection revealed the following: the visual inspection has shown that the tip of the extractor is broken off, the fragment was not returned for evaluation. The fracture face runs diagonal, which indicates high lateral forces during the breakage. The fracture face has the view of a ductile overload fracture, where first a permanent distortion of the material occurred which did finally end in the breakage of the tip. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The breakage shows typical signs of torsional and bending overload by excessive forces applied on the extractor during the extraction of the screw. If more information is provided, the case will be reassessed.

Event description:
As reported: "during removal, the screw stopped in the middle and the tip of the extractor broke off when the surgeon kept turning it. The bone around the screw was then drilled using a crown drill and the screw was removed. In doing so, the drill tip may have hit the screw and chipped it."